Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is in the 400's mg/dl. The customer did report symptoms of thirst medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of hi display using true metrix air meter. The test strip lot manufacturer's expiration date is 07/16/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history. Customer called in originally about e-5 error message on meter. Customer is having symptoms of thirst but does not wish to seek medical attention. While walking customer through a blood test customer obtained an hi result. Customer did advise that her readings are always over 400 mg/dl fasting and non- fasting. Customer did not state whether she was fasting at the time of the call but did states that she will take her insulin. Customer did not wish to continue call and disconnected call.